Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient developed sudden onset of pain and had a shifting sensation in his knee. X-ray suggested that the spacer had slipped out of the tibial tray. Patient was admitted foe surgical revision.